Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the mos2 battery status, 10 charging cycles were documented to the devices memory. The device was subjected to an electrical analysis. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. Next, the current consumption of the ICD was measured and found to be elevated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Subsequently, the current consumption of the electronic module was investigated under different working conditions and temperature environments. Thereby, an intermittent elevated current consumption, dependent on the test conditions, was identified, which could be attributed to an integrated circuit of the electronic module. In conclusion, an elevated current consumption could be confirmed and attributed to an integrated circuit of the electronic module. Analysis of the therapy capabilities revealed, that all therapy functions of the ICD were available while the device was implanted and in service.

Event description:
After an implantation period of approx. 15 months, an elevated energy consumption was observed.